Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws broke on the vasoview hemopro tissue welder when the harvester retracted the hemopro back into the cannula. The jaws got caught at the edge of the cannula and got pulled off and were hanging off by the wires. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).